Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. "Tip of stent appears to be crushed. No wires would go through." No patient injuries or complications occurred.